Event description:
Returned to surgery on (B)(6) 2010 for a re-exploration and repair of csf leak/placement of a lumbar drain. During advancement, the catheter would not advance easily through the needle. Attempts were made to pull down caudally on the needle to direct its tip more rostrally as well as place it in a bit more ventrally, but the catheter still was unable to be advanced. While trying to manipulate the catheter, there was some tension created and it was felt to possibly shear off at the top. The catheter was easily withdrawn, and there was evidence of a break off at the tip. Catheter is either extradural versus intradural. Retained catheter will not cause any adverse consequences to the patient per the surgeon. A new catheter was able to be inserted without difficulty. Surgery was completed and the patient was taken to the recovery room in stable condition. Surgeon reported the drainage systems are not well-designed, in that they do not have a stylet to help advance the catheter and the catheter can get stuck at the tip of the needle and shear off.